Manufacturer narrative:
The returned units leaked out the bottom and top valves in the bulb assembly allowing the pressure infusors to deflate. This bulb assembly is a purchased component for (B)(4). (B)(4) has changed the bulb assembly to a version without the shut off valve and added a stopcock to shut off the line. This product was manufactured prior to the change. The device history record was reviewed and found to be acceptable. (B)(4) was able to confirm this issue and determine the cause. (B)(4) has made a product change to correct this issue. No additional action necessary at this time. (B)(4) considers this MDR closed with this report.

Event description:
The reporter stated that the pressure infusors are not holding pressure. No patient injury or treatment associated with this issue.